Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery of insulin, that the sets were not working, and that the cannulas had been bent. The customer blood glucose reading was over 400 mg/dl and was treated with manual injection. She stated that she woke up with high blood glucose and when attempting to deliver a bolus was when the alarm occurred. The customer reported that the issue was resolved with a complete set change. The customer declined troubleshooting for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.